Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the driver tip fractured during a procedure at site #30. The fractured tip was successfully suctioned out. The procedure was completed using a back up tool.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One long torq wrch hex driver 1.25mmd for tw20 & tw30 (tw1.25l) was returned for investigation. Visual evaluation of the as returned product identified fracture of driver tip. Additionally, the product showed signs of use. Functional testing was not performed since the product was fractured. No pre-existing conditions noted in complaint. The device was intended for tooth # 30 (universal). Per the applicable IFU, it is stated that surgical instruments are susceptible to damage and wear and the number of uses will vary and depend on a variety of fractures. DHR review for the lot (2021070266) revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021070266) for similar events (complaint category keywords: dental: functional : fracture) and no other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No additional event information received at the time of this report.